Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The sapien 3 ultra valve was discarded following the procedure and was not available for return to edwards lifesciences. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformance's that could have contributed to the reported event. Lot history review did not reveal any other similar complaints. Note: lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers (7503373 to 7503382) and verifying that there have been no other related complaints associated with those serial numbers. As the complaint for was not able to be confirmed, a complaint history review is not required. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. The valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed due to the unavailability of the device. It could not be determined if a manufacturing non-conformance contributed to the reported event. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, ¿during a left transaxillary tavr procedure, significant resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. As the valve was being advanced, it was observed that a valve strut had bent and the sheath had been punctured.¿ per IFU, ¿for left axillary approach, a left subclavian takeoff angle ~ => 90° from the aortic arch causes sharp angles, which may be responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch damage¿. Additionally, per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement through sheath due to the steep insertion angle of left axillary approach. So, if excessive force was applied to overcome the resistance, it could lead to the valve struts catch within the sheath, and resulting in bent struts and punctured through the sheath shaft. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. Although a definite root cause was not able to be determined, available information suggests that procedural factors (steep insertion angle /excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a left transaxillary tavr procedure, significant resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through a 14fr esheath. As the valve was being advanced, it was observed that a valve strut was bent, and the sheath was punctured. The initial sheath, valve and delivery system were removed as a unit without injury to the patient. No injury to the patient occurred. At the time of the event, the patient was in stable condition. The valve remains implanted in the patient. It was perceived that the delivery system balloon bursts were due to the stj calcification.